Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a lentulo ra 25mm separated; the outcome is unknown as of this MDR evaluation. However, there is no indication that injury resulted.

Manufacturer narrative:
The instrument returned in loose is not damaged and has no visible mark of use. The device which has broken during use has not been returned and cannot be analyzed. Nothing unusual to report was found during DHR review. No mechanical test applicable for this type of product. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
Additional information was received that there was no injury to the patient.